Event description:
Additional information received from the consumer via manufacturer representative reported that the right knee pain was due to complications from a previous knee surgery and the patient was scheduled for another knee surgery (B)(6)-2015. It was also reported that the patient was no longer experiencing stimulation in her ribs. The consumer reported that the patient was now feeling stimulation in the right areas and it appeared to be giving her relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information indicates that one or two of the three implanted leads had high impedance issues. It is unclear which implanted leads apply to the issue, and manufacturer reports were sent on all three leads. See manufacturer report # 6000153-2015-00381, manufacturer report # 6000153-2015-00382, and manufacturer report # 6000153-2015-00383 for the three leads. Additional information received indicates device codes (B)(4) and patient codes (B)(4) now apply to this event.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the patient met with a manufacturer representative on (B)(6) 2015 to have a trickle charge done on the implantable neurostimulator (ins). The patient had reported that the device/therapy had worked fine prior to the overdischarge, and there were no reported falls/accidents since that point. The implantable neurostimulator (ins) would not charge after not charging for 5 months, and the patient had been experiencing "surging" prior to her discontinued use. It was noted that, prior to the surging sensation, the patient was receiving relief equal to when the relief she had when she was implanted. The surging occurred without notable movement, and it had started approximately (B)(6) 2015. The ins discharge occurred because the patient had stopped charging, however, the cause of the surging was unknown. In addition, the patient has had a couple of knee surgeries in the past 5 months and now has a pain change to include the right knee. The right knee pain was noted to be a gradual change in symptoms. Due to the surgeries, the ins went into overdischarge, and this was corrected. Prior to surgery, the target area included the lower back, left leg, and right foot. It was noted that the patient had a car accident in 2000 and a fall in 2013, but there were no reported changes in stimulation due to either of these events. Impedance tests showed greater than 10000 ohms on contacts 13-15. The patient was reprogrammed using the available electrodes to attempt to give her coverage of her painful areas. The consumer via the manufacturer representative reported that the patient felt stimulation in her legs over painful areas, but she also felt stimulation in her ribs. It was noted that the patient wanted to try it out for a week and planned to contact the manufacturer for a reprogramming at that time. During the appointment on (B)(6) 2015, the overdischarge was corrected and the power on reset (por) condition was cleared. The consumer reported that the manufacturer representative made changes to the patient's settings following the trickle charge session on (B)(6) 2015, and now she had no stimulation in her legs (for which she was implanted). It was noted that the patient was implanted for sciatic leg pain. During the time of follow up, the patient walked through programs a through d, and every program was delivering stimulation to the left side of her ribs. Her ribs felt like they were being crushed, and they felt like they were going to break. It was recommended that the patient turn off stimulation until she could get an appointment with the manufacturer representative for reprogramming. Stimulation was turned off, and the patient's rib pain was resolved. It was also reported that the patient was told that three of her electrodes were not working. Additional information received from the manufacturer representative reported that the patient's existing programs (a, b, and c) were not changed during the appointment on (B)(6) 2015 and program d was added. The manufacturer representative also clarified that the report of "three of her electrodes were not working" referred to high impedances on one of the epidural quad leads. The patient reached out to the manufacturer representative and scheduled an appointment for reprogramming on (B)(6) 2015. During the appointment for reprogramming on (B)(6) 2015, the manufacturer representative took impedance readings while the patient was in different positions. The contacts 8-11 on the left side and contacts 12-13 on the right side of the paddle lead had been implanted for 6 years. Laying down created issues at contacts 13-15 and appropriate stimulation was felt on the right side on contacts 12-/14+. When the patient stood up, stimulation was lost; impedances were taken again while the patient was standing and contacts 11-15 were high (13000 ohms). It was determined that impedances were changing with the patient's position, however nothing showed greater than 40000 ohms. Contacts 11-16 showed high impedances at 0.7v and at 3v they were elevated: contact 11 - 6000 ohms, contact 12 - 9000 ohms, contacts 13 and 14 - greater than 10000 ohms, and contact 15 - 9000 ohms. In addition, the patient has had a couple of knee surgeries in the past 5 months and now has a pain change to include the right knee. The right knee pain was noted to be a gradual change in symptoms. Due to the surgeries, the ins went into overdischarge, and this was corrected. Prior to surgery, the target area included the lower back, left leg, and right foot. It was noted that the patient had a car accident in 2000 and a fall in 2013, but there were no reported changes in stimulation due to either of these events. It was unclear what was to be done for the patient, as she did not seem to want to have a revision or replacement surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3888-45, lot # v273726, implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot # v174131, implanted: (B)(6) 2009, product type lead; product ID 3998, lot # v118064, implanted: (B)(6) 2009, product type lead; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The patient reported she was having some trouble with her implantable neurostimulator (ins) recharger, and she was unable to charge. She was setting up the recharger and it was going into another mode that she didn¿t think was charging the device. It was noted the patient programmer (pp) had been lost. The recharger was unable to communicate with the device. The last successful recharging session was over three months ago, and the patient turned stimulation of in july due to it surging, providing overstimulation, and stimulation being uncomfortable. A request was made to meet with the manufacturer¿s representative (rep) to restart the implantable neurostimulator (ins) and to see if stimulation could target their knee replacement area. It was noted the knee replacement pain was unrelated to the reason the ins was implanted, but the patient wanted to see if therapy could also cover the knee as well as the current targeted pain area. An appointment had been scheduled. Relevant medical history includes radicular pain syndrome (radiculopathies).